Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# unknown product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the communicator would not charge. Patient stated the rectangle light was orange and they connected to ac power and the battery light turned green - when they unplug the communicator and turn it on and the blue light blinks and it would not stop blinking since today patient stated they had been trying to charge it for an hour and a half. Patient service agent reviewed that the communicator was likely charged. Agent had patient restart the handset and connect to the pump. Patient verified they were able to connect to the pump and request / deliver a bolus. Patient mentioned she had a small delay at 90% but it did go through after 1 to 2 min. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was that the handset was lagging at 90% for a minimum of 5 minutes. The agent reviewed and guided the patient through deleting the handset data. The patient was able to connect to the pump without any lag. When asked for the event date, the patient stated that it was from the beginning and it had always been like that.